Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin was leaking out. Customer's blood glucose was 480 mg/dl. Customer treated high blood glucose with the insulin pump after a set change. No troubleshooting was done on high blood glucose. Customer will not be returning the device for analysis.